Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at 7:30am on (B)(6) 2019, when she obtained alleged inaccurate blood glucose results of ¿211 and 194 mg/dl¿. The patient considered the readings high compared to her feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with 70 units of basaglar insulin at night and basaglar in the morning on a sliding scale if she gets high readings. She reported that right after obtaining the alleged inaccurate results, she administered her usual dose of 20 units of basaglar insulin. She reported that around 9:30am on (B)(6) 2019, she developed symptoms of ¿felt low, weak, shaky, blurry vision, had trouble breathing¿ and felt like she ¿blacked out/passed out". She stated that she self-treated her symptoms by taking 3 sips of (B)(6) (soda), a health bar with cereal and honey, some chocolate, a peanut butter sandwich and a glass of milk. She also mentioned that she had to lie down. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient was unable to find control solution to test the meter and test strips. Education was provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining high readings on the meter and administering insulin based on a sliding scale.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.